Event description:
It was initially reported that the patient was complaining of pain at the device site. It was noted that the patient did not complain about the stimulator, but the investigator changed it. It was indicated that the patient was given pain killers. It was then reported that the patient had a device and lead revision. It was noted that the device and extension were not replaced, but the lead was.

Manufacturer narrative:
Product ID: 30802836, lot# b0260240k, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: lead. Product ID: 30951036, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).